Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that during the procedure, the first hand piece used displayed a "replace hand piece" error message after doing 6 to 8 lesions. The generator was re-started and the hand piece was unplugged, then plugged in again, with no resolution of the problem. A new hand piece was then used and after doing 2 to 4 lesions, the antennae stuck in the deployed setting (blue retract/deploy lever bound up in the middle of retraction). Complete retraction was attempted but the physician finally had to remove the hand piece with the antennae deployed at 14 or 16 mm length. Upon removal from the patient, the physician was not able to get the antennae to retract. The company representative noticed that the handle stuck about halfway upon the retracting antennae. With "a lot of pressure" the antennae would click and move forward to full retraction. The patient had bleeding immediately after the procedure. He was sent home with a compression bandage around his penis and a foley catheter. Further information was requested.